Event description:
The initial reporter alleged discrepant results when using the kit cobas 6800/8800 wnv 96t ivd assay on the cobas 8800 analyzer.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the instrument was not a contributing factor to the alleged discrepant results. While a systemic reagent issue was not suspected, the possibility of premature degradation of the kit at the local level, potentially during shipping, could not be ruled out as a contributing factor. No further investigation was deemed necessary based on the available information.